Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/05/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the leg, which is off-label usage of the device. The patient was under 2 years old, which is off-label usage of the device. Approximate on (B)(6) 2023, it was reported that the pediatric patient experienced a skin reaction with rash, redness, inflammation, and dry skin, under entire patch area, which occurred an unknown number of days after the sensor had been inserted in the leg. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of an extended allergic systemic reaction. It is unsure how far the skin reaction reaches as the patient is wearing clothes, but the erythema is going up from the thigh to the hip, and seemingly below the knee of the patient. Dry flaky skin can be observed in the same area too. The dexcom sensor is still attached and has stains of what could have been caused by wound discharge. It is mentioned that the patient has a plaster allergy. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.